Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Other relevant device(s) are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; ubd: 20-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 4000 mcg/ml of morphine at 199.8 mcg/day via an implantable pump for lower back pain. It was reported the patient started to have severe pain about six months earlier, the patient was unsure of the date. The patient stated their lower back pain returned, which was the reason for the pump therapy. Regarding environmental/external/patient factors that may have led or contributed to the issue, the patient stated there were no contributing factors. Regarding diagnostics/troubleshooting performed, the patient kept managing their pain and updated their physician with the issue. The doctor gradually increased their dose, changed the medication, and finally check the catheter in the office. The hcp informed them there was a ¿catheter obstruction.¿ regarding interventions/actions taken to resolve the issue, the patient agreed to check the catheter. The doctor tried to aspirate the catheter via the catheter access port (cap). The doctor aspirated under 1 cc. The doctor performed a dye study and verified the spinal segment was bundled around the anchor. Therefore, a catheter revision was performed. It was reported the patient¿s pump and catheter were replaced on (B)(6) 2018. The catheter was discarded and would not be returned to the manufacturer. It was indicated the pump would be returned for analysis. The doctor stated the issue was most likely due to the catheter but wanted the pump to be returned just in case. It was reported the issue was resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event were unknown. The patient¿s medical history included: lumbar spondylosis with chronic low back pain, chronic pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause for the remaining spinal segment to be tied off was due to the catheter having too much scar tissue around it. Therefore, that segment was difficult to remove per the physician during the procedure.

Manufacturer narrative:
Of note, only the pump was returned to the manufacturer, as it was previously reported the catheter had been discarded by the healthcare provider and would not be available for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) 2018-jul-09. The rep clarified that the catheter was twisted in one bundle around the anchor area which the doctor confirmed with the myelogram. The doctor confirmed this was the reason that it was hard to aspirate; therefore, it had occluded the catheter. The pump was returned to the manufacturer for analysis on july 12, 2018.

Manufacturer narrative:
Analysis of the pump had revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a piece of spinal segment from old catheter was still in spine and tiedoff, due to difficulty in removal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.